Event description:
Procedure type: unknown. According to the reporter: the device misfired and the clips did not form. Operating room time was extended by 40 minutes, the vessel did not sever, the clips did not scissor, nothing fell into the pt's cavity, and there was minimal tissue damage and no add'l blood loss.

Manufacturer narrative:
(B) (4). (B) (4).